Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that a pump stoppage event was recorded in the pt¿s system controller event log file. The pt did not recall anything about the event and the hospital exchanged the system controller. Additional information provided to the manufacturer indicated that the pt continued to experience ¿red heart¿ alarms and pump stoppages and as a result the hospital made a decision to exchange the pt¿s lvad due a suspected issue with the internal portion of the percutaneous lead.

Manufacturer narrative:
The lvad was successfully exchanged and the pt remains ongoing without any further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.